Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer is complaining of "too much for to insert the needle." Some are not completely filling. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, tubes that do not have vacuum are identified during sampling, and cause venipuncture failures. Additionally, this requires too much force to insert the needle, they are reintroduced, and in many cases they do not fill completely. This happened to me. However, consulting with the auxiliaries, they inform me that it has happened to them constantly."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos and one (1) video were provided for investigation. The photos and video were reviewed and the indicated failure mode for underfill and tube push off was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill and tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer is complaining of "too much for to insert the needle." Some are not completely filling. The following information was provided by the initial reporter. The customer stated: ¿on (B)(6) 2022, tubes that do not have vacuum are identified during sampling, and cause venipuncture failures. Additionally, this requires too much force to insert the needle, they are reintroduced, and in many cases they do not fill completely. This happened to me. However, consulting with the auxiliaries, they inform me that it has happened to them constantly."